Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaints for post implant increased gradients, central regurgitation, leaflet thickened and leaftlet tear are unable to be confirmed due to unavailability of the medical report / imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, ''approximately 4 years and 10 months post tavr with a 23mm sapien 3 valve, the valve failed due to stenosis and regurgitation. Per the additional information the regurgitation was central, with a gradient greater than 50mmhg and a valve area of 1.0-1.5, and there was leaflet thickening. The fcs noted there was also a torn leaflet.'' Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). Due to insufficient information provided, a definitive root cause of the leaflet thickening and leaflet tear were unable to be determined. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, it is possible that the thickened and/or torn leaflet can impact the proper coaptation of the leaflets, resulting in central regurgitation. As such, available information suggests that patient factors (thickened leaflet, torn leaflet) may have contributed to the central regurgitation. It is normal to have a small gradient across a prosthetic valve after implant. Elevated gradients may indicate obstructed flow across the valve.. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In this case, leaflet thickening may reduce the valve's effective orifice area (eoa), obstructing blood flow and potentially increasing gradients. Additionally, central regurgitation can force the heart to work harder to compensate for the restricted blood flow, further elevating gradients. As such, available information suggests that patient factors (thickened leaflet, central regurgitation) may have contributed to the increased gradients. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist, approximately 4 years and 10 months post tavr with a 23mm sapien 3 valve, the valve failed due to stenosis and regurgitation. A 23mm sapien 3 ultra resilia valve was implanted in a valve in valve procedure.

Manufacturer narrative:
The investigation is ongoing.

Event description:
Per the additional information from the field clinical specialist, the regurgitation was central, with a gradient of >50mmhg and a valve area of 1.0-1.5, and there was leaflet thickening. The fcs noted there was also a torn leaflet. Prior to the valve in valve the patient was exhibiting shortness of breath.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from an edwards field clinical specialist. The following sections of this report have been updated: b.4, b.5, d.4, g.3, g.6, h.2 and h.6 clinical code (updated to 1816) and device code (added 1077 & 4008). The investigation is ongoing.